Manufacturer narrative:
The dia 5mm tungsten needle holder ((B)(6)) was not returned to the manufacturer as the product was discarded by the customer; therefore, evaluation of the device could not be performed. Lot number has been provided, device history record (DHR) was reviewed and no anomalies associated with the complaint were observed. As a result, the root cause of the reported issue could not be determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that while performing a suture in the stomach of an adult patient, the dia 5mm tungsten needle holder (cev738t5) did not properly hold the needle between its jaws. When the surgeon removed the needle holder out from the patient to see the defect, one of the jaws broke and fell. Another instrument was used to complete the surgery. It was reported that there was a surgical delay of less than 30 minutes; however, there was no clinical consequences to the patient.